Manufacturer narrative:
Upon reassessment of the reported event, it was determined not reportable as this device is not same or similar to any devices manufactured at zimmer biomet in (B)(4). This medwatch was sent in error and should be voided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported that patient underwent a right hip revision procedure approximately five months post-implantation due to pain and loosening of the femoral stem.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - (B)(6) 2016. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Remains implanted.

Event description:
It was reported a patient underwent a right hip arthroplasty with competitor product in (B)(6) 2015. Subsequently, the patient was revised in (B)(6) 2015. Competitor product was implanted. The patient was further revised in (B)(6) 2016 due to pain. Legacy biomet products were implanted. A third revision has been indicated due to stem pain. No revision procedure has been reported to date.